Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit battery maintenance required. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit battery maintenance required.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to replicate the reported malfunction. The battery maintenance required alarm issue was fixed by completing the battery maintenance test. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.